Manufacturer narrative:
Pump was received with missing reservoir retainer. No physical damage to belt clip rails/rail plate noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had of belt clip. Customer's blood glucose was unknown.